Manufacturer narrative:
The screws that were returned were visually inspected under magnification. All show signs of usage such as surface scratches due insertion or removal. Additional mdrs associated with this event: 3025141-2019-00638 follow up 1: plate, 3025141-2019-00667: screw 1, 3025141-2019-00668: screw 2, 3025141-2019-00669: screw 3, 3025141-2019-00671: screw 5, 3025141-2019-00672: screw 6, 3025141-2019-00673: screw 7, 3025141-2019-00674: screw 8, 3025141-2019-00675: screw 9, 3025141-2019-00676: screw 10, 3025141-2019-00678: screw 11, 3025141-2019-00677: screw 12.

Event description:
A distal clavicle plate was implanted into the patient to treat a fractured clavicle. At some point post op, the plate broke. Plate and screws were explanted.